Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following high strength tonic therapy, the ipg became inoperable. As a result, surgery occurred in which the ipg was explanted and replaced, which resolved the issue. It is unknown if ipg depleted prematurely.